Manufacturer narrative:
The catalog number and lot code of the femoral component were not reported. An unknown stem was added based upon the event description provided. Should further information become available, it will be reported in the supplemental report upon completion of the investigation.

Event description:
It was reported that there was a left total hip arthroplasty revision due to femoral component loosening.